Manufacturer narrative:
(B)(4). Device evaluated by MFR: a delivery, a coil and an imager 2 catheter were returned for analysis. The delivery wire was returned independently and the coil was returned protruding from the tip of the imager 2 catheter. Blood was evident on the coil and in the hub of the imager 2 catheter. An unsuccessful attempt was made to retrieve the coil from the catheter. As a result the catheter was cut in order to retrieve the coil. The coil was inadvertently cut during the extraction. The entire length of coil apart from the distal end was severely stretched and kinked, dried blood was present on the fiber bundles. The interlocking arm of the coil had been pulled off and had not been returned. The delivery wire was inspected and was found to be kinked at the distal end. Microscopic inspection was done. The interlocking arm of the delivery wire was inspected and no damage noted. The zap tip shape and surface of the coil was smooth. Dimensional inspection of the delivery could be measure were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 25may2016. It was reported that premature detachment of coil occurred. The target lesion was located in the severely tortuous and mildly calcified left internal iliac artery. A 8mm x 40cm interlock¿-35 was used together with an imager catheter for delivering the coil. During the procedure, intermittent flushing was performed. The first two coils were successfully deployed; however, the third coil could not be completely set into the blood vessel. The coil was retrieved into the catheter and it was noted that the interlocking arm was detached inside the catheter. The coil and the catheter were removed together outside the patient. The procedure was completed with the first two coils. No patient complications reported and patient's condition was good. However, device analysis revealed that the coil was protruding from the tip of the catheter and the interlocking arm of the coil has been pulled off.